Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. Visual inspection noted a dent on the edge of the can, near hv capacitor. A gross fail shock was noted upon testing, associated with a shorter than expected phase 1 pulse width and less than expected energy output. Upon manual charge, audible crackling was noted, and the can dent was suspected to be associated with explant damage. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device otherwise operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface while the products were implanted, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that noise oversensing was noted on this subcutaneous implantable cardioverter defibrillator (s-ICD) system in the primary vector. No inappropriate therapy was provided. Technical services (ts) reviewed device data and noted that system impedances are within range and note that the noise episodes may indicate an electrode or connection issue, including sense b noise. Ts recommended troubleshooting recommendations. This s-ICD system remains in-service. No adverse patient effects were reported. Additional information was received. This s-ICD provided an inappropriate shock due to noise oversensing. The patient was noted to have a previous revision in 2020 for noise oversensing resulting in inappropriate shock. The patient followed up in-clinic after the most recent episode. Noise was reproduced on all vectors. The s-ICD was deactivated and an explant procedure is expected. The patient no longer wants an s-ICD system given the history of inappropriate therapy. This investigation will be updated when further information is provided. No adverse patient effects were reported. Additional information was received. This s-ICD system was successfully removed and was returned to boston scientific for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that noise oversensing was noted on this subcutaneous implantable cardioverter defibrillator (s-ICD) system in the primary vector. No inappropriate therapy was provided. Technical services (ts) reviewed device data and noted that system impedances are within range and note that the noise episodes may indicate an electrode or connection issue, including sense b noise. Ts recommended troubleshooting recommendations. This s-ICD system remains in-service. No adverse patient effects were reported. Additional information was received. This s-ICD provided an inappropriate shock due to noise oversensing. The patient was noted to have a previous revision in 2020 for noise oversensing resulting in inappropriate shock. The patient followed up in-clinic after the most recent episode. Noise was reproduced on all vectors. The s-ICD was deactivated and an explant procedure is expected. The patient no longer wants an s-ICD system given the history of inappropriate therapy. This investigation will be updated when further information is provided. No adverse patient effects were reported. Additional information was received. This s-ICD system was successfully removed and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to provide additional information related to device explant.

Event description:
It was reported that noise oversensing was noted on this subcutaneous implantable cardioverter defibrillator (s-ICD) system in the primary vector. No inappropriate therapy was provided. Technical services (ts) reviewed device data and noted that system impedances are within range and note that the noise episodes may indicate an electrode or connection issue, including sense b noise. Ts recommended troubleshooting recommendations. This s-ICD system remains in-service. No adverse patient effects were reported. Additional information was received. This s-ICD provided an inappropriate shock due to noise oversensing. The patient was noted to have a previous revision in 2020 for noise oversensing resulting in inappropriate shock. The patient followed up in-clinic after the most recent episode. Noise was reproduced on all vectors. The s-ICD was deactivated and an explant procedure is expected. The patient no longer wants an s-ICD system given the history of inappropriate therapy. This investigation will be updated when further information is provided. No adverse patient effects were reported.